Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced blood exposure/splash during use. The following information was provided by the initial reporter: blood scattering occurred upon needle removal. After the needle was retracted, blood leakage was also found.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used retracted needle assembly and four photographs. Through the inspection, defects and damage were not observed to the grip, barrel, and button. The bottom of the barrel was removed and the excess material on the needle hub was whipped off using a bleach solution. The hub was inspected for any damage or defects. No damage to the hub was observed, however damage to the vent plug was observed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a chip in the vent plug. The lot# is unknown so a DHR could not be performed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced blood exposure/splash during use. The following information was provided by the initial reporter: blood scattering occurred upon needle removal. After the needle was retracted, blood leakage was also found.